Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the implantable pulse generator (ipg) was explanted due to the patient needing MRI. No additional information is available at this time.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported surgical it=intervention is pending to remove the patients ipg. No further information is known at this time.

Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the ipg was explanted.